Manufacturer narrative:
Additional information: the needle was retrieved with a grasper.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, the needle broke in half during the case. Some other needles fell out of the device and didn't load properly. Patient is fine. The needle was retrieved. The issue did not result in tissue damage or patient injury. The case was not delayed more than 30 minutes as a result of the problem. The issue did not cause more than 250cc of unanticipated blood loss. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.